Manufacturer narrative:
Device was received with all buttons responding properly and with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Device passed the self test however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. No numbers ramping, damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. The information related to serial number and material number, lot number has been updated. The updated information has been provided with this report.

Event description:
It was reported that material number has been updated to (B)(4), serial number updated to (B)(4). And lot number updated to (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the insulin pump was not exposed to change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.